Event description:
It was reported that this right atrial (ra) lead had a conductor fracture resulting in abnormal impedance. Physician will continue to monitor lead progress. This ra lead remains in service. No adverse patient effects were reported.